Event description:
It was reported that following the device implant in august this year patient was doing well, however a lumbar swelling was noticed in late september. Patient was seen by a surgeon on (B)(6) 2011; fluid aspirated. Analysis of the fluid showed a white count of 8.1, gram stain/culture showed no growth for four days. Fluid collection re-occurred and patient experienced increased spasticity and fatigue with function. A side port aspiration was done and was normal. It was also noted that a dye study was done and it appeared "negative"; no rotor study was done. Surgeon could not find any evidence of a csf (cerebrospinal) leak intra-operatively and then decided to replace catheter assuming a microtear possibility - "suspected, but not confirmed break, tear hole in catheter". Patient was discharged and was doing well; no injury. It was also added that although recovery was without sequelae, it was "not fully known". Drug delivered via the device was lioresal 500mcg/ml at a daily dose of 46mcg.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the catheter revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.